Manufacturer narrative:
Batch review performed on (B)(6) 2021. Lot 2011405: (B)(4) items manufactured and released on 4-jan-2021. Expiration date: 2025-dec-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.